Event description:
It was indicated that patient experienced intense pain in her tailbone with any position. It was noted that patient was taking advil every 4 hours. It was indicated that the patient did not have urinary control. It was indicated that patient was in program 4 at 1.30, and turned stimulation down to 0.50 was still feeling pain. It was noted that, even at off patient still felt pain. The patient then changed to program #1, but it did not appear that patient was feeling stimulation but just pain. It was indicated that given the circumstance it did not appear that stimulation was the cause of patient¿s pain, but patient was told to turn therapy off anyway, in case it was taking time for the pain to go away after stimulation was turned off. It was indicated that patient met with manufacturer representative a week prior to call to adjust programming, but pain had been there since implant. It was noted that health care provider (hcp) stated that the lead wire needed replacement, thus the system was replaced; prior to replacement patient did not have any therapy issue, everything was working fine per caller. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jh49, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).